Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected failed battery alarm during testing noted. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that they changed the battery but they received a failed battery test alarm again. The customer stated that neither compartment nor spring are damaged or corroded. The customer performed troubleshooting for the battery cap but a failed battery test alarm occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.